Event description:
It was reported the physician complained that the device had a fast battery depletion. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device recorded a battery voltage of 2.61v approximately 58 months after implant.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary - (B) (4) did not meet expected longevity, cause unknown. We did receive performance data collected from the device and have analyzed the data. The device recorded a battery voltage of 2.61v approximately 58 months after implant.